Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the shock impedance trend has been inconsistent since (B)(6) 2017 with values greater than 150 ohms. Other values such as sensing, pacing, and threshold have been constant. The physician wants to know if it is a lead problem or a measurement problem. Should additional information become available, this file will be updated. An event date was not provided.